Manufacturer narrative:
The calcium reagent lot number is 803015. The ua reagent lot number is 776865. The reagent expiration dates were not provided. The alarm trace showed several "photometric reagent below warning level" alarms and "abnormal aspiration" reagent pipetter alarms. The field service representative changed the tubing set, the trap bottle, and a valve. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable uric acid pap (ua2) results for 4 patient samples and questionable calcium gen.2 results for 1 patient sample on a cobas c 303 analytical unit. Patient 1: the initial ua2 result was 18.8 mg/dl with a data flag. The repeated result was 4.54 mg/dl. Patient 2 the initial ua2 result was 22.5 mg/dl with a data flag. The repeated result was 9.41 mg/dl. Patient 3: the initial ua2 result was 18.8 mg/dl with a data flag. The repeated result was 5.54 mg/dl. Patient 4: the initial ua2 result was 21.4 mg/dl with a data flag. The repeated result was 5.05 mg/dl patient 5: the initial ca result was 1.60 mmol/l. The repeated result was result 2.39 mmol/l. The repeated results were obtained on another module and were considered to be within the expected ranges.